Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial and right ventricular leads exhibited oversensing of noise. The noise was reproducible in clinic. The device was reprogrammed. Patient was asymptomatic.

Event description:
New information received indicated that the right atrial and right ventricular leads continued to exhibit noise. On (B)(6) 2019, the leads were capped and replaced. Patient was stable.